Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty telemetering this subcutaneous implantable cardioverter defibrillator (s-ICD) was observe despite using multiple programmers, wands and room locations. The issue was resolved by performing a device reset with the use of a magnet. Afterwards the device was interrogated without issue. No adverse patient effects were reported. The device remains in service.